Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The biomed stated that the unit had a power supply issue, it would not charge the batteries. Patient involvement is unknown.

Manufacturer narrative:
The fse installed a new generation 3 power supply so the charging and fan issues were corrected at the same time. The unit is functioning per its intended specifications.